Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Visual and microscopic analysis of the returned device identified red particles, flat creases, wear abrasion, around 0-25% of the shell is missing, broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identified the thickness was within specification), non penetrating nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Explanting physician reported rupture to right side device diagnosed by MRI. Device has been explanted and replaced with non-allergan product.